Event description:
It was reported that the customer was hospitalized due to high blood glucose of 100mng/dl. The caller stated that the customer had issues with the reservoirs, and she needed a battery cap for her device. The nurse also reported that the customer was in an accident and was driving at time of the accident. Troubleshooting could not be performed as customer stated that sometimes she is able to get the reservoirs work and sometimes she can not. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.